Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced infusion set occlusions and blockages with the contact detach set that only resolved after changing the infusion set and supplies, and the user believed the issue related to tubing or site selection; the user used the ilet system, changed cartridges with site changes, and replacement supplies were issued. Symptoms included hyperglycemia with a highest reported glucose of ¿high¿ (>400 mg/dl) lasting a few hours, without ketone testing, professional medical intervention, or need for assistance. Outcomes included high glucose alerts for over 90 minutes and no immediate health effects such as loss of consciousness or diabetic ketoacidosis. Investigation included troubleshooting and education. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set component, which resolved with supply change. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion related to the infusion set/tubing or site selection.